Manufacturer narrative:
B3: partial date of occurrence reported as (B)(6) 2025. Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in section d4 which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in the united kingdom underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. It was reported that the patient experienced a stoma site infection in (B)(6) 2025. The patient was treated with two systemic oral antibiotics, flucloxacillin and doxycycline, for four weeks. Discharge around stoma site is currently "at a normal level". The patient also experienced a 5 kg weight loss during the course of stoma site infection. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a3.a, e1, e3.

Event description:
On an unknown date, a patient in the united kingdom underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. It was reported that the patient experienced a stoma site infection in (B)(6) of 2025. The patient was treated with two systemic oral antibiotics, flucloxacillin and doxycycline, for four weeks. Discharge around stoma site is currently "at a normal level". The patient also experienced a 5 kg weight loss during the course of stoma site infection. The device remains implanted.